Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen on (B)(6) 2023 using the coolsculpting® elite system, who may have developed paradoxical hyperplasia (pah/ph) after treatment. Physician noted "treatment site has been hard and raised since 3 months after the treatment".

Manufacturer narrative:
Clarification to device info. (D.4): (B)(4) (the reported upm could not be input and may be an incomplete or incorrect number.) Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received additional information that the patient was treated to the infra-scapular on (B)(6) 2023 and presented with paradoxical hyperplasia (ph).